Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, the pump time and date were incorrect, cause was unknown. Tandem technical support assisted the customer with correcting the time and date. Customer's blood glucose was 140mg/dl.